Event description:
It was alleged that, " the pt sustained injuries out of the trident hip system."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info pertaining to the event has been requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.